Event description:
During baxter's evaluation of a spectrum pump, it had an inoperable keypad with an intermittent response. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable keypad with an intermittent keypad response from #0, #1, #2, #3 keys, which was experienced during evaluation. It was found to be caused by a failed keypad. The front case (including the keypad) was replaced. Baxter has initiated a CAPA to further investigate this issue.